Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions with noise reversions in the ventricular channel. There were no patient complaints and the patient is <1% ventricular paced. Programming changes were recommended.